Event description:
It was reported that a coil migration occurred. A 20mmx50cm 2d interlock coil was selected for use on the renal artery. During the procedure, it was noted that the coil was not fully deployed inside the patient's body and was washed away. It took the physician two more hours to refloat the coil. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that a snare was used to removed the coil. The physician thought that the coil migration was due to blood flow velocity.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A main coil was returned for this complaint. Visual inspection was performed and revealed that the coil fiber bundles have blood. The main coil is kinked and stretched. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that a coil migration occurred. A 20mmx50cm 2d interlock coil was selected for use on the renal artery. During the procedure, it was noted that the coil was not fully deployed inside the patient's body and was washed away. It took the physician two more hours to refloat the coil. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that a snare was used to removed the coil. The physician thought that the coil migration was due to blood flow velocity.

Event description:
It was reported that a coil migration occurred. A 20mmx50cm 2d interlock coil was selected for use on the renal artery. During the procedure, it was noted that the coil was not fully deployed inside the patient's body and was washed away. It took the physician two more hours to refloat the coil. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.